Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the collar wash valves on the reagent probes a and b to resolve the issue.

Event description:
The customer reported fluid leaked inside the unicel dxc 600 pro synchron system. There was no report of injury or exposure. The customer was wearing proper personal protective equipment (ppe). The customer stated the instrument generated multiple erroneous results on eight (8) patient samples. The results were reported outside of the laboratory. The customer reran the patient samples on another dxc system and corrected the results. There were no impact to patient treatment.